Manufacturer narrative:
It has been communicated that the device is not going to be returned for investigation. The pump interrogation performed during field visit by means of a hardware technician key, collected data confirmed a hardware failure [11]. Based on the information provided, the pump error could be cleared and that the physician could resume the medication. The pump errors were successfully cleared and the pump program was restarted. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. It is not known at this point if the device was sent prior to the corrective action. In absence of the device the lot number has been provided and a review of the device history records will be performed. We anticipate that the review will confirm that the device conformed to the required specifications prior to distribution. If anything out of the ordinary is determined a follow up report will be filed. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is completed. Device still implanted

Event description:
Affiliate reported that after a MRI the pump showed hardware failure 11. This failure could be solved with technical key without any problems for the patient. Pump is still implanted.